Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information obtained, a single definitive root cause could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient was feeling discomfort at the ipg site after experiencing significant weight loss. In turn, the patient underwent surgical intervention wherein the scs ipg was replaced and the pocket site was moved to a more comfortable position.